Event description:
It was reported that the quadrox ID oxygenator in the pack leaked priming fluid from the de-airing port during priming. No patient was involved in this incident.

Manufacturer narrative:
The complaint stated that the mcp tubing pack leaked priming fluid from de-airing port during priming. The complaint was investigated and the failure was associated with z-1689-2015. An internal investigation has been opened and corrective actions have been taken. The complaint has been confirmed. Complaint trends will continue to be monitored for this issue. A device and lot history record 16352-05 review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. When the investigation is complete, a supplemental report will be submitted with the results. (B)(4).